Manufacturer narrative:
Additional information has been received regarding battery cap recall which was not included in the initial report. So, the recall details were updated in sections h7 & h9. Pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, active current measurement test and self test. Successfully utilized crest and thus to download history files, traces and comlink3 files. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No unexpected battery power loss alarm, battery failed alarm, critical pump error (open book image) alarm during testing or in the history files, traces and comlink3 files. Pump was cut open to perform visual inspection and found no moisture damage on the pcb1, pcba2 battery connector, motor, force sensor.¿ test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: unit had scratched case, stained keypad overlay. Critical pump error (open book image) alarm, blank display, missing segment/partial display, frozen screen not confirmed. Unable to verify battery cap damage due to battery cap not come with unit. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported a critical pump error, an issue with the pump display, frozen display and a damaged battery cap. The customer turned off the pump, and when attempting to turn it on again, the device did not respond. The customer reported no adverse event. The event involved product(s) mmt-1712k. Troubleshooting was partially performed. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan with the health care professional's instructions. Mmt-1712k was requested, and the customer's response was that the device would be returned.